Event description:
The customer called to report that they were hospitalized for a seizure and low bgs. The healthcare team thought that the pump was delivering too much insulin. Troubleshooting was done. The customer did not agree with the daily totals or histories shown. The customer did agree to replacement pump.